Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for routine device check. The patient had complained of feeling dizzy. Upon interrogation, it was found that the right ventricular lead was not capturing. The device has been reprogrammed. The patient will be monitored normally.

Manufacturer narrative:
Correction: manufacturing report 2017865-2017-06931,should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.

Manufacturer narrative:
Correction: manufacturing report 2017865-2017-06931 and 2017865-2017-06931, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.